Manufacturer narrative:
Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A functional test was carried out which identified a balloon pinhole located approximately 3mm distal of the distal markerband. The balloon could not be fully inflated due to the pinhole in the balloon material. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 26may2025. It was reported that the balloon did not inflate. The target lesion was 100% stenosed. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. However, the physician changed the indeflator because he felt that the balloon was not inflating. Afterwards, the balloon still did not inflate. The device was removed and replaced with a non-boston scientific device to complete the procedure. There was no patient complications noted as a result of this event. However, returned device analysis revealed a balloon pinhole.